Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Since the device is not available for return a technical evaluation can not be performed.

Event description:
It was reported that a guidewire was inserted in the inferior vena cava which was confirmed by imaging. Dilation was performed prior to cannulae insertion. The cannulae was then inserted without imaging, however, the guidewire had migrated and the cannulae perforated the heart. The physician did not experience additional resistance upon insertion of the cannulae. Subsequently, the patient expired. No specific device malfunction has been reported in association with this event. (B)(4).